Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service repair technician identified that the nozzle exhibited foreign objects. There was no patient involvement.